Manufacturer narrative:
This reported event and subsequent repairs were investigated through the tsc troubleshooting process. A review of the device service history record was performed from the date of manufacture to the date corresponding to this service notification number. The database showed quality notification #(B)(4) was opened for the device without correlation to the reported complaint. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
(B)(4). He knew it could be a battery or power supply board issue. Failure device type: alaris system instrument. Failure problem type: 8015. Failure mode: troubleshooting/ error codes. Case resolution: (B)(6) confirmed it was a third party battery on the pcu. I advised greg to replace a new battery first (he will make sure it is bd/carefusion approved battery). He was aware power supply board may be damaged due to third party battery. He may have to replace power supply board as well, if the issue was not resolved after he replaced new battery. I also emailed greg "none alaris parts" letter.